Event description:
Additional information was received on (B)(6) 2015 from the healthcare provider (hcp) regarding the (B)(6) female patient who received 25mg/ml morphine at 7mg/day via implanted infusion pump until the date of explant, (B)(6) 2015. The patient was also taking dilaudid (4mg orally 6-7 times a day), valium (10mg prn (pro re nata)), and soma (q.i.d. (Four times a day)). The patient's medical history included chronic low back pain, osteoporosis, anxiety, depression and an allergy to aspirin. The patient's last refill had been with another hcp on (B)(6 )2014. The patient had been planning to have future refills with a new hcp in a different office, but she did not do this per the reporter. The alarm was confirmed through telemetry. The alarm date was (B)(6) 2015 and the reporter was notified of the situation on (B)(6) 2015 and saw the patient (B)(6) 2015. The patient reportedly recovered without permanent impairment, but it was noted that they planned to have the pump removed at a future date.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient never had any withdrawal symptoms. The hcp discussed having the pump filled the first week of (B)(6) or possibly having the pump explanted. It was later noted, that the patient was without a doctor to get their implant reservoir filled. The pump had been out of medication for almost 5 weeks, the alarm was beeping (alerting them that they needed to get the pump refilled.) The pain center they were going to won't fill it, and were looking for other providers in michigan or a us navy base to get it filled. The patient wondered if they waited too long, would it be dangerous for the implant to be refilled. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the pump was empty and alarming. The patient decided that they wanted to discontinue use of the pump. No patient symptoms were reported. A pump off authorization form was sent, and the healthcare provider (hcp) was to call back if the patient chose to have the pump shut off. The following day, the hcp called to find out if there was a way to turn off the alarm without disabling the pump permanently. Options, including filing the pump with saline and programming to a minimum rate were discussed. As of (B)(6) 2015, the company representative had no new information. The pump was being used to deliver morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# n152945, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j10952r30, implanted: (B)(6) 2001, product type: catheter. (B)(4).